Event description:
The reporter indicated a 13.2mm vicmo13.2 implantable collamer lens, -17.00 diopter, tore during loading into the cartridge and there was no patient contact or injury. The problem was resolved.

Manufacturer narrative:
A4: unk a5: unk a6: unk h6 - work order search: no similar complaint was reported for units within the same lot. Claim#(B)(4).